Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing detached at the quick release. This event happened all the weekend, when the patient was not at home (outdoor). The site was right side of abdomen and the pump was always on the side. The infusion was used for less than 24 hours. The infusions were stored inside the cupboard. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.